Event description:
It was reported that the patient presented to the emergency room with shortness of breath. An echocardiogram showed a small effusion and suspected perforation. The right ventricular lead exhibited loss of capture. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.